Manufacturer narrative:
Additional product code: hwc. A product development evaluation was conducted and the report indicates the returned devices (helical blade and trochanteric fixation nail) were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the returned devices. The mating known good parts included a cannulated connecting screw, 130 degree aiming arm, insertion handle helical blade coupling screw, helical blade inserter, blade guide sleeve, buttress/compression nut and ball hex screwdriver. The construct assembled and the returned helical blade aligned and passed through the returned tfn as intended. There were no alignment issues experienced during this evaluation, therefore the complaint condition could not be replicated. The design is adequate for its intended use and did not contribute to this complaint condition.

Event description:
During a short tfn nail procedure, the cortex busting drill was binding on the hole in the nail. The helical blade would not advance through the nail. Surgeon removed the nail and blade, checked the locking mechanism in the nail which was in the correct orientation. He then tried to assemble the nail and blade on the back table, and the parts were still binding. He used a new nail, blade and tfn set, and completed the procedure with no further problem. A half an hour was added to the surgical time. Consultant noted the nail was a new nail, and was not a reprocessed nail. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The as received condition of the helix blade shows anodized rubbed away on the shaft. The cutting edge of the blade has material displaced in two places. Some material displacement and damage is evident in the pocket feature. This manufacturing investigation is being performed as part of stock evaluation 1522. This complaint is being reviewed to confirm that the product is within all final specifications. Product was investigated to the latest design specifications via inspection sheets (B)(4). All features relevant to the complaint condition meet specification.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.